Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was low aspiration potency during seven surgeries. There has been corneal edema reported and patients were sent home and treated with a combination drop containing moxifloxacin 0.5% and dexamethasone 0.1%. Additional information received indicates that the eye drop treatment worked well for all the patients and they are all doing fine. The hospital declined to provide patient identifiers.